Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. The patient presented to the emergency room with shortness of breath. Technical services (ts) was consulted and discussed the programmed settings for this mode as well as therapy delivery. Subsequently, this crt-p was successfully explanted and replaced with a new device. No additional adverse patient effects were reported. The device has been received and is pending analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. The patient presented to the emergency room with shortness of breath. Technical services (ts) was consulted and discussed the programmed settings for this mode as well as therapy delivery. Subsequently, this crt-p was successfully explanted and replaced with a new device. No additional adverse patient effects were reported. The device has been received and is pending analysis. The device has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.